Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The fiber shaft distal section appeared to be broken and missing. The most probable cause of the complaint is handling/use of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had inconsistencies along the fiber shaft. This was an out of box failure. There were no reports of patient involvement.